Event description:
The customer called to order a new belt clip, and stated the blood glucose level was 30 mg/dl. Per low blood glucose troubleshooting, the customer reported to have gone to the hospital for low blood glucose two months prior, also 30 mg/dl. It was reported that the pump was working well, but that over-correction for carbohydrates may have contributed to the low blood glucose. The customer ordered a replacement holster. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).